Event description:
During the case the other day, there appeared a blackish powdery/oily discharge from the holes on the sides of the attachment. For some time, I was not able to event take out the drill router form the attachment. However on trying again the router did come out with difficulty but the problem persisted in the next case as well.